Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pullring cap was missing from the end of the patient line before use for peritoneal dialysis. The caregiver discovered that the cap was missing after opening the overpouch. The cap was found in the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.